Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device.

Event description:
It was reported that during a shoulder scope procedure the control unit made a loud noise and would not save the customer's custom settings. As a result the procedure was cancelled due to the lack of a backup device. No patient impact was noted as a result.

Manufacturer narrative:
Complaint of loud noise and custom setting malfunction could not be reproduced. Product passed functional testing with no faults or errors. Product passed functional testing during 4 hour burn-in on wet station utilizing low and high pressure and flow settings. Raw and zero transducer readings were normal and well within specs during all functional tests. At no time during functional testing did a loud noise or a custom setting malfunction occur. Custom setting functions were exercised during burn-in with no malfunctions. Pressure and flow were steady during functional testing. All functions perform as expected. No problem found. A review of the device history record was performed which confirmed no inconsistencies.